Event description:
It was reported that this right ventricular (rv) lead had a gradual rise in shock impedance, and had now triggered alert for out of range greater than 125 ohms. The lead remains in-service, where the alert value had been increased. Plan was to maybe revise the lead soon when the device is changed out due to eri. Additional information was received that defibrillation threshold (dft) testing was performed on the rv lead due to the gradual increase in shock impedances. The lead was initially successful at 21j, however was not able to convert the patient at 17j or back up to 26j or 31j shock therapy. The lead was since surgically capped and abandoned, and no additional adverse patient effects were reported.